Event description:
The patient stated that her infusion device was making "funny noises" and "funny characters" were displayed on the screen. She stated that she was aware of the recall and her power pack had been in use for more than two weeks. She stated that she inserted a new power pack and her infusion device functioned properly. No physiological effects were reported. The patient stated that she was not aware that the power packs had been corrected. She was advised to discard all recalled power packs and to only use corrected power packs. Corrected power packs were sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.